Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient stated that the implantable cardiac monitor ¿fell out" when presenting in clinic for a follow up. After further investigation, the patient mentioned that they had been ¿picking at the site and then the device was sticking out of the skin. It fell out.¿ the patient was stable before, during and after the event.